Event description:
It was reported that during a training session on complex crossing strategies a balloon rupture occurred. This offroad device was selected; however, during the fellows' course in a model, they used for training, the balloon ruptured at high pressure. No patient was involved.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).